Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a #9 key on the keypad that was identified as being too sensitive (intermittent response). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported #9 key being too sensitive was verified. The cause was determined to be an external influence and the rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.